Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor left ventricular (lv) epicardial lead exhibited high out-of-range pace impedance measurements as the physician was closing the device pocket at implant. All other lead measurements were within normal limits and the lead was free of noise. Boston scientific technical services (ts) advised testing to be performed at the pre-discharge check and consider enrolling the patient in remote monitoring. It was noted that the physician believed the high impedance measurements were the likely result of the patient's decompensated condition and fatty heart tissue. No adverse patient effects were reported. This system remains in service.